Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was damaged and directly caused the reported error. The cable was replaced and the issue was resolved. The umbilical cable was received by the manufacturer for evaluation. Analysis confirmed the reported failure per return tag " frame rate errors." The part failed bench level testing. The continuity test passed. The (B)(4) test passed. The (B)(4) test failed, and showed opens between lines 7 and 8. Both (B)(4) testing were performed using a cable validator-(B)(4). Passed visual inspection. The umbilical cable was confirmed to have been the root cause of the reported issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a frame rate error. This reportedly occurred following the post-op spin. The spin was acquired successfully and the surgery was completed successfully. The patient was not impacted.

Manufacturer narrative:
(B)(6).